Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: serial #: (B)(6), category #: 180-01-52 - nv crown cup clstr hole 52mm group 2, serial #: (B)(6), category #: 164-03-10 - element-stem, collared w/ha, std offset, sz 10, serial #: (B)(6), category #: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, pending investigation.

Event description:
Per a report from the legal department a patient had a hip replacement on (B)(6) 2014. Approximately 8 years and 5 months after the initial procedure the patient had a hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.